Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer cannot inject insulin into the cartridge when pressing on the plunger. During troubleshooting with tandem technical support, the customer used a new cartridge. The customer was able to inject insulin and successfully resume insulin delivery. The customer's blood glucose levels were not impacted.